Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and draining skin irritation under her breast. There was no alleged device malfunction contributing to the irritation. The patient's nurse reported that the garment was cutting into the patient's skin and causing discomfort. The nurse applied miconazole, plus a topical cream (calazinc), and a thin pillowcase as a barrier between fabric and skin. It was reported that the patient was going to end use and return the equipment, due to the patient going into hospice care. There is no indication that the patient was receiving hospice care because of the reported skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.